Event description:
Per the surgeon, the patient experienced an extrusion of the electrode array outside of the cochlea. The device was explanted on (B)(6) 2021, and the patient was reimplanted with a new device during the same surgery.